Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult deflation was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel using a guideliner catheter, the 2.75 x 20 mm nc trek balloon dilatation catheter (bdc) was used in the procedure and inflated but the balloon could not deflate. There was no reported adverse patient effect. Although requested, no additional information was provided.